Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of induration and non-inflammatory nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected in the cheek, jowl, and jawline with juvéderm voluma® xc and in the lips and chin with juvéderm volbella® xc. Four months after injection patient developed induration and non inflammatory nodules in the cheeks. Patient was ¿under a lot of stress when nodules began to occur.¿ patient was seen two months later and was given ciproflaxin for 2 weeks along with a round of hyaluronidase. After 2 weeks of ciproflaxin patient was given doxycycline for 2 weeks along with another round of hyaluronidase. The induration is resolving slowly but the patient is reluctant to resolve further as they like the aesthetic appearance. Symptoms are ongoing. Six months after injection, patient had a dental cleaning. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00311 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm volbella® xc.